Event description:
Had customer turn meter on and verified meter is displaying partial characters. No adverse event reported.

Manufacturer narrative:
Lcd fault. (B)(4). Most likely underlying root cause of malfunction: meter dropped/impacted/stressed enough to break lcd.